Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that met with a rep once before to jump start the battery. The patient thinks he met a rep maybe (B)(6), probably in 2018 sometime no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are unable to connect with their implantable neurostimulator (ins) using their patient programmer or recharger. They stated seeing a poor communication screen on the programmer, and a reposition antenna screen on their recharger. The patient indicated that they last successfully recharged their device on (B)(6) 2017. They mentioned that they usually recharge the ins every two weeks, because they keep their stimulation at a low intensity setting. The patient noted that they last recharged their ins to ¾ full. They stated that the ins charge depleted faster than expected, as they usually charge every 2 weeks. They indicated that the charge level ¿ran out real quick.¿ patient services reviewed that it would be unexpected for the ins to be in an overdischarge state in less than 2 weeks from the patient¿s last recharging session. The patient was redirected to their healthcare provider. No further complications or patient symptoms were reported. The patient was implanted for non-malignant pain.